Manufacturer narrative:
One level 1 hotline low flow systems - hl-390 was returned for analysis. The analysis started with a visual inspection then the tank was filled with water, attached temp check, plugged in line cord, and turned on power switch. The reported issue was confirmed. The heater was found to be faulty. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-390 wont heat up. There was no patient involved.